Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported, the nasal portion of the lasik flap was not cut on the right eye. The treatment was completed without further complications. Additional information requested. There are two related reports for this facility, this report represents the first patient and another report will be filed for the second patient.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of treatment. After the day of the event fse (field service engineer) was onsite and found no abnormalities that could have contributed to the reported event. Fse found device meets specification. Also logfile review showed all laser system functions were within specifications on this day. Clinical application specialist (cas) reviewed the case from the clinical side. Cas stated that the flaps are too thin. The milky white layer indicates the bowman membrane. Furthermore, there is too much fluid on the eye. (Bubbling bubbles around the interface). The extra fluid between the eye and pi means that the flap gets thinner. Cas recommends the doctor to plan a thicker flap. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).